Manufacturer narrative:
No patient information provided as no patient was involved in this concern.suspect device has not been received by manufacturer for further evaluation.

Event description:
A medtronic representative reported a vertek arm that would not lock down properly and remains in a position that may allow movement. There was no patient present.